Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that the atrial lead dislodged after implant. The lead was disconnected from the device and was repositioned. Once the lead was reconnected, the device would not pace. The device was removed and replaced, but the lead remains in use. No patient complications have been reported as a result of this event.